Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. A week after the case, the patient was brought to hospital and had a pericardial effusion that had to be drained. They drained 200cc's and the patient tolerated the procedure well and was discharged.